Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04709. It was reported the pt was experiencing heating at the ipg site while recharging. The pt was contacted and it was reported there had been no skin burns nor marks on the skin. The pt was experiencing uncomfortable heating after about 15 mins using the charging system. The pt reported she did use the antenna pouch and also placed a cloth between the antenna and the skin. It was reported the pt was recharging with the system turned off. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction 1627487-07262012-002-r; 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.